Manufacturer narrative:
The failure investigation has been completed and the alleged occlusion alarm issue was verified in the pump logs, however, no failure was identified. Additionally the alleged touchscreen issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer changed the pump supplies to address the issue. Additionally, the pump touch screen timed out faster than expected, however, the customer declined troubleshooting. Customer's blood glucose was 385 mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.